Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the haptic tore. The incision was enlarged to remove the lens and another same type model lens was implanted. Sutures were not required.